Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a nordic bluetooth device and failed. The customer's complaint was confirmed because the transmitter failed both the pairing test and the functional test. A root cause was determined to a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/22/2016 that on (B)(6) 2016, loss of connection between the transmitter and display device occurred. No additional patient or event information is available.